Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-jan-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 18-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient had less than 50% pain relief. The rep reported that the healthcare provider (hcp) ordered an x-ray to confirm lead placement and then reprogrammed the patient according to the new x-ray image. The rep reported that spoke with the patient on (B)(6) 2019 and she was still getting 50% relief. The rep later reported that there was a lead migration. The rep said the programming was over the incorrect disc space since the leads had migrated. The patient was reprogrammed according to the new x-rays and they were having more than 50% relief. No further complications were reported/anticipated.

Manufacturer narrative:
Correction: patient code (B)(4) omitted from previous report. If information is provided in the future, a supplemental report will be issued.